Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jun2017. Although the evaluation of the submitted system controller log files confirmed the report pump stops and power/flow elevations, a specific cause for these events could not be conclusively determined through the evaluation of heartmate ii lvas, serial number (B)(6) and the returned portions of the driveline. The submitted log files captured pump power values fluctuating between 5.2 and 9.1 w and estimated flow values fluctuating between 3.8 and 11.7 lpm. Additionally, several pump stops and low speed hazard/advisory events were observed on (B)(6) 2020. The pump stops and low speed events only occurred while at least one of the system controller power cables was connected to a power module. Power elevations up to 13.2 w were observed during these events, and low flow hazard events were noted at times when low speed hazards were active by design. Based on previous complaint history, these findings appear consistent with a potential driveline issue. It was reported that the patient was transplanted on (B)(6) 2020. (B)(6) was returned assembled with the driveline severed approximately 1¿ from the pump housing. The distal end of the driveline was returned in a segment measuring approximately 25¿, and the remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to the power and flow elevations observed in the submitted log files. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Minor metal braided shield breakdown was observed along the exterior portion of the driveline with more severe breakdown noted adjacent to the controller connector and approximately 2.5¿ from the controller connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any issues that would have contributed to the pump stops and low speed events observed in the submitted log files. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas patient handbook, contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 1 entitled ¿introduction¿ and section 6 entitled ¿patient care and management¿ outline the pump parameters and explain that pump flow is estimated based on pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. Heartmate ii lvas IFU, section 6 entitled ¿patient care and management¿ outline indications of driveline damage as well as how to respond to such events. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced more than 50 pump stops while connected to the power module. Damage is noted on the external driveline. Log file analysis showed multiple low speed and pump stop events while connected to the power module. This type of behavior has been linked to issues with the percutaneous lead. X-ray images did not show any obvious areas of concern. The patient feels clinically well with lactate dehydrogenase at baseline and is maintained on heparin. The cause of the pump stops is presumed short to shield. External splice is being deferred as the patient is listed for transplant. If wait is prolonged, the team will proceed with a pump exchange. The patient is only using ungrounded power sources until transplant or pump exchange. The patient was transplanted.